Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the catheter was inserted, no urine would drain out of the device. The patient then used a non-bard catheter and 800 cc's of urine successfully drained out of that catheter. The patient alleged that after he had successfully inserted the non-bard catheter, he assumed that the bard catheter that he had previously attempted to insert was not fully inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the catheter was inserted, no urine would drain out of the device. The patient then used a non-bard catheter and 800 cc's of urine successfully drained out of that catheter. The patient alleged that after he had successfully inserted the non-bard catheter, he assumed that the bard catheter that he had previously attempted to insert was not fully inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the catheter was inserted, no urine would drain out of the device. The patient then used a non-bard catheter and 800 cc's of urine successfully drained out of that catheter. The patient alleged that after he had successfully inserted the non-bard catheter, he assumed that the bard catheter that he had previously attempted to insert was not fully inserted.

Manufacturer narrative:
Received 9 unopened bardia urethral red rubber catheters in the original unit packaging. Received 8 unopened samples for lot # ngar1911, and 1 unopened sample for lot # ngzl3350. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection noted no obvious defects. During the functional test, water was inserted into all 9 catheters and it was noted that they all flowed easily with no obstruction during testing, the reported event was unable to be replicated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the catheter was inserted, no urine would drain out of the device. The patient then used a non-bard catheter and 800 cc's of urine successfully drained out of that catheter. The patient alleged that after he had successfully inserted the non-bard catheter, he assumed that the bard catheter that he had previously attempted to insert was not fully inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the catheter was inserted, no urine would drain out of the device. The patient then used a non-bard catheter and 800 cc's of urine successfully drained out of that catheter. The patient alleged that after he had successfully inserted the non-bard catheter, he assumed that the bard catheter that he had previously attempted to insert was not fully inserted.